Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00453 is a duplicate of MDR# 3006575795-2024-00452. Refer to 3006575795-2024-00452 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
The pump initially failed the 30 psi occlusion test during preventative maintenance due to a recorded occlusion deviation of 22, which is outside the acceptable range of 22-38. After calibrating the pump's psi value from 310 to 300, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 06/19/2024, during the preventive maintenance (pm), the device was reported to have failed "30 psi value" calibration test under required perimeters and was recalibrated.